Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor would not connect with the transmitter, and when the sensor was removed from their body the electrode was missing. The patient's blood glucose at the time of incident was 8.5 mmol/l. No products were returned or replaced.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base, no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.